Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3166, scs lead (x2). Therapy date is unknown. Model: 3169, scs lead (x2). Therapy date is unknown. Model: 3341, scs lead accessory. Therapy date is unknown. Model: 3771, scs ipg. Therapy date is unknown.

Event description:
Related manufacturer reference number: 1627487-2019-07169, 1627487-2019-07170, 1627487-2019-07171, 1627487-2019-07172,1627487-2019-07174, 3006705815-2019-02318. It was reported the patient stopped using their scs system due to inadequate stimulation. The patient had difficulty attending reprogramming appointments due to distance and reprogramming did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2019 where the entire system was explanted.